Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were 10 ventricular non-sustained tachycardia episodes <(><<)>=215 ms between (B)(6) 2009. There were 10 ventricular fibrillation (vf) episodes <(><<)>=210 ms average ventricular-cycle between (B)(6) 2009. Interference/noise was noted with ventricular short interval count v-sic=4451938 counts, in 139.44 days, between (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.